Event description:
It was reported that a pediatric pt underwent simultaneous anterior and posterior vertebral resection and posterior arthrodesis with infant sized instrumentation. Postoperatively this pt developed left leg weakness immediately post op and resolved in 48 hours. A computed tomography scan of the spine within 24 hours post op showed no dural compression. The pt was followed up with serial examinations and within 48 hours noticeable improvement in lower extremity strength was observed. Subsequent examinations have shown neurologic recovery to be better than the preoperative state. At (B) (6) this child walks holding onto furniture but does not walk independently. The pt had the hardware removed to permit better imaging of the spinal cord. Magnetic resonance imaging of the spinal cord showed no abnormalities.

Manufacturer narrative:
(B) (4). Literature article citation: lazar et at. Simultaneous anterior and posterior hemivertebra excision. Clinical orthopaedics and related research 1999; 364: 76-84. A review of the device history records for this device was not possible without additional product info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.